Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user applied a new dexcom g7 sensor that failed to pair with the ilet, resulting in cgm offline status and repeated sensor reconnecting alerts overnight; multiple attempts to enter the sensor code did not establish pairing, and a replacement sensor was started with successful warmup initiated. Symptoms included hyperglycemia with a reported highest blood glucose of 296 mg/dl and prolonged time above range for several hours without acute clinical sequelae. Outcomes included temporary interruption of automated dosing, manual fingerstick entry to continue dosing, and no medical intervention or hospitalization. Investigation included review of the device history and user-reported alert history, guided troubleshooting, and education on sensor code confirmation and pairing workflow. Investigation of this case revealed a sensor-to-pump pairing failure limited to the ilet, with resolution after sensor replacement and correct code entry, consistent with a communication or setup-related malfunction of the cgm pairing process. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and communication failure during cgm pairing.